Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer reverted to an alternate form of insulin therapy.